Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device "during cardiac arrest, while charging to admin a 360j shock the monitors screen blinked off, and required a second charge and defib attempt. This happened twice." The customer described the adverse consequences of the reported issue as "delay...had to charge again after power loss".